Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8198207. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the appearance of the sample provided our engineers were able to determine that the material most likely originated from the heparin cap assembly line machine. Unfortunately the root cause could not be confirmed at this time due to the loss of the foreign matter prior to composition testing. CAPA# (B)(4) was initiated. H3 other text: see h.10.

Event description:
It was reported that there was foreign matter with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found black foreign matter in prn when opening the package.

Manufacturer narrative:
Initial reporter phone #:unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found black foreign matter in prn when opening the package.